Event description:
It was reported that the product flickered intermittently during procedures. It was further reported that there were no reports of any adverse consequences to pts.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.